Event description:
Pt presented with hip pain, during a revision surgery there was synovitis and tissue blackening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Complaint review identified that in the absence of products and patient x-rays, insufficient information has been provided to verify the reported incident. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.